Manufacturer narrative:
Section h10: h3: the revision reported may have been the result of loosening, osteolysis, and prosthesis wear as stated in the legal documentation and experience report. The aseptic (non-infected) loosening may have been the result of both patient-related conditions and insufficient bonds between the implants and the bones. The loosening likely led to instability and an increase in cement and bone particles in the joint space and resulted in polyethylene wear and osteolysis. However, this cannot be confirmed as the device(s) were not returned for evaluation and pre-revision radiographs and operative notes were not provided. Section h11: the following sections have corrected information: h6: component code: 734, bearings, 4755, part/component/sub-assembly term not applicable.

Event description:
As reported, approximately 5.5 years post op the initial left tka, this 70 y/o male patient was revised due to a loose femur. Patient was complaining of pain. Pictures show scar tissue/synovial fluid from the poly and loose femur. Patient was last known to be in stable condition following the event. No other patient information/medical history. Device is not returning, hospital will not release.

Manufacturer narrative:
Pending evaluation: concomitant medical device(s): (B)(4), 02-012-44-3509 - logic tibia implant psc insert, sz 3.5, 9mm; (B)(4), 02-010-01-0235 - logic femoral ps cem left sz 3.5; (B)(4), 201-78-81 - 3" trocar, mod. Hex 2pk; (B)(4), 201-78-81 - 3" trocar, mod. Hex 2pk; (B)(4), 200-02-35 - three peg patella 35mm.